Event description:
Hcp reported per annual device tracking report explant of device sysem due to "infection - eroded through the skin". Follow up with hcp revealed pt symptoms of fever, redness, swelling, drainage, pain, incisional wound opening and increased spasticity, a culture was obtained from the device pocket and was positive for mrsa. The pt was tracked with IV antibiotic and device system explant. The infection has resolved.